Event description:
It was reported that the patient fell and had problems with spasticity control. They were unable to fill the pump reservoir. An x-ray that was done revealed a flipped pump and a broken intrathecal catheter in her spine. There were "no complications reported" at the time of this report. The medication being delivered via the device system was baclofen.